Manufacturer narrative:
This supplemental report is being submitted to update the information in the field h. Device manufacturers only sections 6. Adverse event problem. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal only segment of the lead was returned severed 173 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory analysis concluded the damage to the lead was a result of the explant procedure.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced exhibited noise with oversensing and high pacing thresholds. During ra lead revision, the right ventricular (rv) lead was damaged. Subsequently, the entire system was explanted and a new system was implanted. No additional adverse patient effects were reported. Records indicate this lead will not be returned for analysis. Additional information received indicated that this lead was returned for analysis.

Manufacturer narrative:
This supplemental report is being submitted to update the information in the field device manufacturers only sections 6. Adverse event problem.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced exhibited noise with oversensing and high pacing thresholds. During ra lead revision, the right ventricular (rv) lead was damaged. Subsequently, the entire system was explanted and a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced exhibited noise with oversensing and high pacing thresholds. During ra lead revision, the right ventricular (rv) lead was damaged. Subsequently, the entire system was explanted and a new system was implanted. No additional adverse patient effects were reported. Records indicate this lead will not be returned for analysis.